Event description:
Information was received from multiple sources (patient, healthcare professional (hcp), manufacturer's representative (rep)) regarding a patient previously receiving morphine via an implantable infusion pump for chronic low back pain and non-malignant pain. It was reported that the patient's pump had not been active since 2010 because their hcp stopped filling the pump and did not titrate down the medication, just stopped filling it. The patient stated today their pump started "continuously beeping nonstop for a couple of hours and then just stopped beeping" and the patient wanted to know why. Additional information was received 2025-sep-24 that stated the pump has been alarming every hour for the past 45 days. The hcp was inquiring guidance on how to address the issue, and arrangements were made for a local rep to assess and interrogate the pump, and to assist with silencing/shutting down the persistent alarm. It was reported the pump is over 17 years old (implanted in 2008), is beyond it's expected service life, and has not been used since 2010.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the pump was shut down and recently started alarming. They found an old programmer and silenced the alarm.